Event description:
Customer reported that he got home, ate dinner and did treat with insulin and when he woke up the next morning his blood glucose 467 mg/dl, then down to 439 mg/dl. Customer stated that in the afternoon he gave himself 21.4 insulin units and a couple of hours later 15 units, but his blood glucose was still high. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. The cannula is not occluded. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.